Manufacturer narrative:
H6 - health effect - clinical code (e): 4581 - corneal erosion h6 - health effect - clinical code (e): 4581 - significant reduction of endothelial cell count or significant endothelial cell loss corneal endothelial cell loss and secondary surgical intervention to remove/replace the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim: (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault, significant reduction of endothelial cell count or significant endothelial cell loss, and corneal erosion. The lens was exchanged for a shorter length lens and the problem resolved. It has been noted that the surgeon selected a different lens size than that initially suggested by the icl calculation software. Therefore, there is not enough safety and effectiveness data to support implantation in this patient category. Cause of this event is reported as "other - lens size error in ks, nk formula." There are multiple medical device reports associated with this patient. This report is 1 of #2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.